Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 18 atmospheres, the balloon ruptured longitudinally. The device was removed without issue and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 18 atmospheres, the balloon ruptured longitudinally. The device was removed without issue and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good post procedure.

Manufacturer narrative:
(E1) initial reporter city:(B)(6). Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to rated burst pressure and deflate with no issue. There was no damage or irregularities found to the device.